Event description:
A physician reported that during cataract surgery the ophthalmic tip was clogged with white object. The foreign material was observed at the side port of the ophthalmic tip. The surgery was completed on the same day with alternative product and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is:(B)(4).